Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was ECG bias. There was no reported patient involvement.

Event description:
It was reported to philips that there was ECG bias with the device. There was no reported patient involvement.